Manufacturer narrative:
Evaluated two opened/used reservoirs; inspected reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion test and reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was unknown. During troubleshooting, device alarmed no delivery alarm with manual prime. Customer was advised changing the reservoir would resolve the issue. Customer agreed to return the reservoir for analysis.